Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes have underfilled and exhibited tube push off, which has resulted in the backflow of blood. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes have underfilled and exhibited tube push off, which has resulted in the backflow of blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation, which show an empty tube and a case pack label. However, these photos do not provide sufficient evidence of the reported defects. The retained samples could not be tested as they had expired by the start date of the investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill, tube push off and backflow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.